Event description:
It was reported that there was a possible oversensing of the atrial beats. It was also reported that the patient felt extreme fatigue with playing tennis and that there were several short atrial high rates noted possibly due to arrhythmia or sinus tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.